Event description:
Meter name: one touch ii. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reported their meter had not worked since oct. 1st and has been going to the clinic since then. Their meter allegedly had missing segments. The result on their meter was 250. The result on the clinic's meter is unknown. Treatment was unknown. No further information has been reported.